Event description:
The customer stated that the system halted operation, which temporarily suspended centralized pt monitoring. Centralized monitoring was unavailable for approx 15 minutes. Monitoring was unavailable for approx 15 minutes. Monitoring at individual bedside monitors continued uninterrupted during the period. There was no pt harm associated with this reported product problem. The reporter did not provide other info for the pt identifier.

Manufacturer narrative:
Investigation has begun but no conclusions regarding the cause of the problem have been reached at this time. The reported problem has been confirmed as having occurred.